Manufacturer narrative:
Follow-up #1; date of submission: 02/05/2015 - device evaluation: the pump has been returned, and it was evaluated by product analysis on 01/22/2015 with the following findings: several inexplicable 'power reboot events', which can be indicative of the type of power issue that was reported, were observed in the black box data. The battery compartment was observed to be cracked in the thread area, and the threads of the returned battery cap were found to be stripped; these device failures indirectly contributed to the reported issue. The returned battery cap was unable to secure to the suspect pump case per the instructions for use (IFU); this device failure directly caused the reported issue. The pump displayed an intermittent power issue with the use of the returned battery cap: the reported issue was duplicated. A test battery cap was used for the remainder of the analysis. The pump was exercised for 24 hours, during which no power related events were observed. Evidence of moisture ingress was found inside of the battery compartment. The pump failed a leak test due to a battery compartment leak. The pump case was removed, and no further evidence of moisture ingress was found. Unrelated to the reported issue, the display screen visual was observed to be dim and discolored due to an unidentified display failure. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (damage) issue. The reporter alleged that the pump was experiencing an intermittent-power issue, which is identified by the presence of power-reboot events. In addition, it was reported that the battery compartment was cracked. Blood glucose greater than 250mg/dl, but less than 500mg/dl and with no identifiable symptoms, was reported in relation to this complaint; this scenario does not meet the criteria of an adverse event as defined by animas. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.